Event description:
Exergen thermometer found in warmer bed with infant with cable unattached. Area on the thermometer where cable should attach and cable appears to be melted with burned plastic odor present. No pt harm. Thermometer immediately removed from svc, sent to clinical engineering. Released to MFR.